Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the operating room and the pt was moved to the ICU. Two days after the iab was inserted the nurse noticed a "sharp smell" coming from the pump and the monitor "turned black" immediately. As a result, the pump was exchanged off the pt. A call was placed to technical field service. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.